Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that there was no collagen inside the angio-seal system. Additional information was received on 20dec2019. The type of procedure being performed was a coronaroangiography with a 6fr procedural sheath. Hemostasis was achieved by using another angio-seal device, which worked. A pre-deployment angiogram was performed. This was a right femoral artery puncture. The estimated blood loss was less than 250cc. The patient was stable, no patient consequences. The patient was hospitalized due to the event. Additional information was received on 02jan2020. There was no anchor or collagen, it appeared that the system was empty and crushed.